Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - h10: the suspect device has not been returned for investigation. However, a po was forwarded to customer support to place parts order. The case has been resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device has not been returned.

Event description:
It was reported to vyaire medical that there was a leaking blender assembly on device. No patient involvement reported.